Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0trzg, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p7r2, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
A patient reported their current implantable neurostimulator (ins) was taken out from their left side and re-implanted on their right side. They also had a previous lead wire that was replaced with a new lead wire as well and moved to the right side. They stated this all happened because therapy was not working on the patient's left side. They tried all the programs on the left side, but none were successful. The patient stated they were a post-polio patient which affects their left side. Hcp determined that therapy was not communicating well on the left side potentially due to polio, so they move everything to the right side. The patient was still having therapy issues and they were working with the hcp on going through all the programs to see if therapy will be successful for the patient on the new side. The patient stated when the device was first implanted therapy worked, but then it quit working. They could not provide a date and the patient was asking a couple of times for the event date and only responded with the previously mentioned symptoms. Urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor please see regulatory report #6000153-2015-00180.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the lead was dislodged after some patient activity and that is what led to the therapy not working on the patient¿s left side. The hcp was unaware of the patient continuing to have therapy issues when everything was moved to the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.